Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, the mouthpiece broke off from the front cutter when cutting cerclage wire. It was reportedly already used multiple times. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. The investigation of the front cutter has shown that one of the dies has broken off. Unfortunately, the exact cause of damage cannot be known without further information. There is evidence that multiple instances of mechanical over-loading of the tool have pushing it beyond breaking point and have lead accordingly to a material / fatigue fracture. The surface of the break is homogenous, which points to a faultless quality of material. The investigation of the original and material documents has shown that the front cutter that has been examined fully corresponds to specification. No product defect has been determined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.